Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process multiples times. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed for all events. Customer's blood glucose was 160 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.